Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the reported "keypad double skips" caused by a failed keypad. It was observed that when any keys were pressed multiple inputs occurred. The failed keypad was replaced.

Event description:
It was reported that a spectrum pump had "keypad double skips". It was also reported there was no patient injury.